Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection. Symptoms include swelling, pain, a large lump, and hot to touch at the infusion site (arm). For treatment, the patient was prescribed antibiotics. The pod was worn longer than 48 hours on the arm. The patient was discharged after 1 hour. The pod was discarded. Patient reported this is an on-going issue with her infusion sites and feels it may be related to her doing hot yoga. She states she sweats during hot yoga and the adhesive loosens a little, therefore bacteria could possibly enter infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.